Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. The stent is outside of the sheath. The sheath is no longer in the manufactured position while the lock and pull rack are still in the manufactured position. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage to the device that could have contributed to the reported event.

Event description:
It was reported that premature deployment occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 5 x 40 x 130 innova vascular stent was selected for use. During the procedure, the innova was advanced onto the 035 boston scientific guidewire. A slight bend was observed at the back end of the guidewire. Resistance was encountered while advancing into the sheath. Upon reaching approximately 5 cm from the target lesion, it was noted that the stent had begun deploying prematurely, despite the yellow safety mechanism remaining intact. Upon removal from the sheath, the stent was found to have fully deployed onto the delivery shaft and was successfully removed from the body. The delivery system appeared to be fully intact. An additional innova of the same size was used to complete the procedure. There were no patient complications reported.